Event description:
The surgeon reoperated approximately 4 months after the original procedure due to the patient experiencing pain. The surgeon noted that the permacol had formed adhesions to the bowel and showed no ingrowth to the abdominal wall. The surgeon was able to separate the adhesions without incident and removed the permacol. He then replaced the implant with another piece of permacol and the patient is doing well. The doctor continues to use permacol.